Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient was in and out of therapy due to her inability to remember to charge her ipg for at least 12 months. The issue was resolved through an ipg replacement. Effective therapy restored post-op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for error analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.